Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j11285r32, serial# implanted: (B)(6) 2003, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 08-jul-2004, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal bupivacaine (unknown concentration and dose) and unknown morphine at 4.75 mg/day via an implanted pump for spinal pain. It was reported after the patient¿s replacement surgery ((B)(6) 2015), her head started hurting bad and by that saturday she could not get her head off of the floor. It was noted the patient was in so much pain she was put in the hospital. It was further reported when ¿they opened her up they found a little plastic piece that should have connected to the new pump, but it broke because it was old.¿ the date of the revision was (B)(6) 2015. It was confirmed the reporter was talking about the catheter. It was noted she lost a whole month of her life. The event date was (B)(6) 2015. No further complications were reported/anticipated or expected.